Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Deep disinfection of the unit was requested by the customer. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the device is cleaned regularly as per instructions for use and is placed both outside and inside the operating theater during use. When placed inside, the fan is directed opposite to the patient at an estimated distance of 2,5 meters from the surgery field. In addition, it was confirmed that hospital does not use re-usable patient blankets, the h2o2 level is checked daily as per device instructions for use and the device is stored full of water, when unused. When stored full, h202 check is daily performed during working days and sporadically performed during week-end. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instructions for use. Finally, h2o2 is regularly added when water in the tanks is changed and 3t aerosol collection set is replaced twice weekly after the allowed use period. Based on the information received, it cannot be excluded that missed h202 level check during weekend may have led/contributed to the reported contamination.